Manufacturer narrative:
Concomitant medical products: arcos 3.5mm hex drive, pn31-301852, ln zb140501. Not reportable: precimed offset acetabular rea, pn 31-555589, ln unk. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-10835. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. It was reported that there was debris in the sterile package upon inspection. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
It was reported that during impaction of shell, the inserter broke. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, pn unknown, ln unknown, unknown femoral cone body, pn unknown, ln unknown3. This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of returned product. Visual inspection confirmed the threaded tip is fractured. The fracture did not remove the full tip of the inserter. A portion of the face remains intact. Light scratching was observed on the shaft which is consistent with a multiple use instrument. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to overload use. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
It was reported that during impaction of shell, the inserter broke. Additionally while tightening screw in cone body, the driver broke. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.